Event description:
It was reported that during an ischemic ventricular tachycardia (isvt) procedure, when the physician was trying to pace, saturation on all 12 leads on the carto 3 system was observed. The physician could not see the underlying 12 leads. By rebooting the system improved a little the saturation of noise. The customer exchanged the cable with no resolution. The catheter was exchanged and the case was completed with no patient injury. Additional information was requested to obtain detailed information regarding the event and on (B)(6) 2013, it was stated that the reason for pacing was planned truing to induce the arrhythmia. The customer confirmed that it was an issue with the catheter itself having some sort of shortage in it. When they paced, all channels on the recording system and the carto system became completely saturated and they could not identify any of the ECG signals. When the customer replaced the cable, it mildly improved the signals and by replacing the catheter, all the signals were just fine. Also the customer stated that they didn¿t feel that it was a carto pacing issue since once the catheter was replaced, they continued with the case as normal. The customer was using a bloom stimulator and a cardiolab recording system.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an ischemic ventricular tachycardia (isvt) procedure, when the physician was trying to pace, saturation on all 12 leads on the carto 3 system was observed. The physician could not see the underlying 12 leads. By rebooting the system improved a little the saturation of noise. The customer exchanged the cable with no resolution. The catheter was exchanged and the case was completed with no patient injury. Upon receipt, the device was visually inspected and it was found in normal conditions. Then per the event, the catheter was electrically tested and it passed specifications. The customer complaint cannot be confirmed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.